Manufacturer narrative:
The guidewire has been returned to the manufacturer and has been analyzed as follows: visual and microscopic examination of the guidewire confirmed that the guidewire was stretched and twisted. Breakage was noted approximately 15" from the base of the guidewire. A trend analysis was performed on similiar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and the results of the MFR's analysis of the guidewire, excessive force while pulling during the procedure appears to have caused the damage found during the MFR'd analysis of the device. No further details are available. The customer will be notified of the MFR's findings. The MFR. Is now closing the file on this event. Submitted to the FDA on 6/12/1998.

Event description:
On 4/14/98, the MFR rec'd a letter from the facility that states the following: the letter is prepared to report a failure of one of the MFR's product during the setup for a recent procedure. The product was a guidewire for the MFR's device. While preparing for the procedure, the guidewire failed to perform its intended function. The guidewire was removed and immediately replaced with another guidewire which performed properly and allowed the procedure to proceed without incident. The failed guidewire is being retained pending the MFR's response. No further details were provided at this time.